Manufacturer narrative:
(B)(4). It should be noted the gore® tag® conformable thoracic stent grafts with active control system instructions for use (IFU) state ¿complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, dissection, perforation, or rupture of the aortic vessel & surrounding vasculature.¿

Event description:
On (B)(6) 2021, the patient underwent emergency endovascular treatment of an acute type b aortic dissection with back pain using two gore® tag® conformable thoracic stent grafts with active control system. During the procedure, the first gore® tag® device (26mm x 10cm) was deployed distally. When the delivery catheter was removed, the implanted device reportedly moved distally (distance not provided). It was reported that the distal end of the device was positioned in an angulated region of the descending thoracic aorta (degree of angulation not provided). The device then reportedly moved proximally when a second gore® tag® device (28mm x 20cm) was delivered. No leaks were detected, and the procedure was completed without reported any issues. On an unknown date on (B)(6) 2022, a follow-up examination reportedly confirmed a distal stent graft-induced new entry (dsine) at the distal end of the device. On (B)(6) 2022, a reintervention was performed whereby an additional stent graft was implanted on the distal side to treat the new entry tear. The patient tolerated the procedure.